Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator shows the error message " oxygen supply failed ". Due to the faulty o2-mixer valve assembly. A)in patient monitoring o2% shows 23% even we set the o2% at 100%. Oxygen % does not increases, even after we calibrate the o2-cell. No patient involvement.